Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting the power on reset (por) message on the patient programmer (pp). The patient stated that she felt an uncomfortable feeling back there and thought to use the pp to check the setting. The patient confirmed there was no environmental exposure and the patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.